Manufacturer narrative:
Evaluation summary: the analysis results found that the 6tb45 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found damaged and the short rack teeth broken, no functional test was performed. It should be noted that a 100% insp takes place during mfg to ensure the device meets the require spec(s); in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass, the device misfired and did not cut. Another device was used to complete the case. There was no consequence to the patient.